Event description:
It was further reported that the patient presented with shortness of breath. It was noted that the right atrial (ra) lead exhibited high thresholds and no capture at high outputs. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092-58 lead, implanted (B)(6) 2000. (B)(4).

Event description:
It was reported that there was a right atrial (ra) lead warning. The bipolar impedance was noted to be below the normal range. It was also noted that p-waves were not able to be measured. The lead remains in use. No patient complications have been reported asa result of this event.